Event description:
Customer reported that the keypad on the insulin pump locked up and that the numbers scrolled up without input. This issue occurred during a bolus. The blood glucose reading was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display ramping anomaly was noted. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window, and a broken reservoir tube lip.